Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number wpc (B)(4). Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not scheduled as explantation of the asr hip implant. Doi: (B)(6) 2007 - dor: unk (left side). Note: patient is a resident of (B)(6). Update: 11/9/2011 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Changed unk asr hip to asr cup & added femoral head product. There was no new information received that would impact the outcome of the investigation. Update: 8 dec 2017: medical records received. After review of medical records for the MDR reportability, patient was revised to address elevated metal ions. Operative findings reported of corrosion of the stem and reciprocal corrosive change and small amount of osteolytic debris. There is no laboratory result for the elevated metal ions. Added stem and sleeve in the complaint. Doi: (B)(6) 2007- dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.